Manufacturer narrative:
Upon visual inspection, the device was found to have corroded sockets. The device was repaired and returned to the user facility.

Event description:
It was reported that at the user facility the micro sagittal saw was operating in safe mode. No further information was provided by the user facility.